Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulties charging implantable pulse generator (ipg). Under health care provider (hcp) supervision attempts to charge the ipg were unsuccessful. The physicians opinion was that the ipg was placed too deep in the pocket during the initial procedure. The patient underwent a procedure wherein the ipg was repositioned approximately one centimeter from the body surface before completing the procedure. The patient did well post-operatively and has been able to successfully charge ipg.

Manufacturer narrative:
Section d2b additional pro codes, nhl, pjs. Section d4 expiration date, serial number, good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
With all the available information (in the absence of the product information and/or product return) boston scientific has determined that difficulties charging the implantable pulse generator (ipg) was not able to be confirmed. A review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown. The ipg was not returned as it remains implanted and in use, and as such, physical analysis has not been conducted in our laboratory. A labeling review did not reveal any anomalies. Additionally, labeling states orient the stimulator parallel to the skin surface and at a depth less than two centimeters and greater than half a centimeter below the skin surface. Based on all available information, engineers concluded that difficulties charging the ipg was caused by ipg being implanted too deep and concluded this complaint as failure to follow instructions. Section d2b additional pro codes, nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulties charging implantable pulse generator (ipg). Under health care provider (hcp) supervision attempts to charge the ipg were unsuccessful. The physicians opinion was that the ipg was placed too deep in the pocket during the initial procedure. The patient underwent a procedure wherein the ipg was repositioned approximately one centimeter from the body surface before completing the procedure. The patient did well post-operatively and has been able to successfully charge ipg.